Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 46 mg/dl. The customer's blood glucose was 129 mg/dl at the time of call. The customer performed displacement test and the insulin pump passed. The customer also reported that they experienced high blood glucose of 259 mg/dl. The insulin pump will not be returned for analysis.